Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. There is a possibility that the subject device was used to other patient with the foreign material attached. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that during a gastroscopy, as the doctor was passing down a biopsy forceps to take a biopsy, tissue fell out of the scope, before the biopsy was taken while using a gastrointestinal videoscope. The procedure was completed using the same device. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.